Manufacturer narrative:
Product event summary: analysis could not confirm the screen locking up. It was found that the keyboard latch was broken.

Event description:
It was reported that the programmer screen had locked up multiple times. Rebooting was the only thing that would get the programmer to work. The programmer has been returned for repair. No patient complications have been reported as a result of this event.